Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a shock impedance measurement of 0 ohms on a single date. Reportedly, previous measurements are adequate between 55 and 60 ohms and recent events have adequate measurements as well. Technical services (ts) reviewed the case and based on no signs of noise and other issues; ts indicated that such low impedance may be related to electromagnetic interference. No corrective actions or reprogramming were recommended. This ICD remains in service and no adverse patient effects were reported.